Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving baclofen (239.9 mcg/day, unknown dose) via an implantable pump for cerebral palsy and intractable spasticity. Information received reported the patient was scheduled to have their pump replaced due to early replacement indicator (eri) (logs indicated eri would occur in may 2019). The patient's family was concerned that "maybe the catheter wasn¿t working" because of intermittent therapy, "more involuntary movements" and increased falls. The rep indicated the environmental, external or patient factors that may have led or contributed to the issue was "falls". A dye study was performed on an unknown date, and they were unable to aspirate. The pump was replaced on (B)(6) 2018, and the catheter was checked during surgery. "It was stated that the catheter was possibly kinks around the anchor in the fascia. The anchor was also rolled up into the anchor tip. Also, the collet was broken off". The event was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-14, additional information was received from the healthcare professional (hcp). The failed side-port aspiration (dye study) was performed on (B)(6) 2018. The patient was receiving baclofen (gablofen) at 2,000 mcg/ml. Clarification was requested regarding the patient's involuntary movements. The hcp stated, "(B)(6) 2018, office visit, patient reported sensation of leg movement. Family did not see any movement when this was reported". An additional report stated, "episodic contraction/spasms. Patient has cerebral palsy. These likely related to condition". The patient's symptom (sensation of movement and falls) were reported to have begun several months, which was later clarified to have been reported for the first time on 2017-sep-17. Clarification regarding the cause of the catheter kink, the anchor rolling up and the collet being broken off was requested. The first report stated, "per operative note 2018-oct-15; the catheter appeared kinked or twisted under the lumbar fascia". The second report stated, "ascenda catheter anchor was bunched up in subcutaneous tissue".

Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) identified a kink in the catheter body. Visual inspection of the sutureless connector (sc) identified tearing in the cup of the connector. Analysis determined the collet was not fully locked into place. Conclusion code updated. Method code updated. Result codes updated. If information is provided in the future, a supplemental report will be issued.